Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm noted in the long trace or pump history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for analysis.